Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and high sensing integrity counter (sic). In addition, t-wave oversensing (twos) was observed. It was noted that the patient has a history of twos and was previously reprogrammed; however the twos persisted intermittently. The rv sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.